Manufacturer narrative:
(B)(4). Per the hospital certified clinical perfusionist (ccp), this incident was caused by a perfusion error and that there was nothing wrong with the unit. The user did not have their normal tubing set up which then affected the flow reading. The ccp tested the unit following the instructions the field service representative (fsr) provided and determined a tubing clamp was missing on their set up.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure the arterial head drive flow was too high. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.